Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used in this study: carto system. Other companies¿ devices were used in this study: ensite navx system (st. Jude medical). (B)(4).

Event description:
This complaint is from a literature source. It was reported 2 heart failure¿related hospitalizations in the empirical electrical left atrial appendage isolation group. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿left atrial appendage isolation in patients with longstanding persistent af undergoing catheter ablation.¿ the purpose of this study was to assess whether the empirical electrical isolation of the left atrial appendage (laa) could improve success at follow-up. One hundred seventy three (173) patients have been enrolled. Suspect device is lasso catheter, however, catalog and lot number are unknown.

Manufacturer narrative:
(B)(4).